Event description:
Flow sensor defective message appeared when customer went to set machine up. Another mode of support was used after receiving the error message. This is the only information we have right now. Reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. This medwatch was issued due to a possible malfunction of a life-sustaining-device. The issue was discovered before use, no patient involvement. An investigation has been initiated but returned device is pending. A supplemental medwatch will be submitted if new information becomes available.